Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer received continuous low blood glucose (bg); value not provided. Reportedly, customer and health care provider (hcp) are in the process of finding the correct basal settings. Customer ate sugar to treat low bg.